Event description:
It was reported in a published white paper report that there was a revision done for a post-operative second metatarsal fracture associated with suture-button implant in a hallux valgus surgery. All patients with a stress fracture were treated with a cam walker. One patient out of 25 (4%) with a second metatarsal stress fracture had a failure of the implant that required implant removal, and at the time of implant removal, a distal chevron osteotomy was performed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. This report was provided based on a published study literature review. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The most likely cause of this type of event is patient non-compliance with the post-op protocol. The product directions for use states: post-operatively, until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.